Event description:
Literature report:eur radiology 1999; 9(7): 1418-22. Esophacoil stent migration resulted in surgical intervention. Physician conclusion: "insertion of an esophacoil has good palliative effect on dysphagia in pts with malignant esophageal structures with few complications.